Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the mild tortuous and mild calcified left circumflex artery (lcx). A 20 x 3.00mm taxus liberté was advanced to the lcx; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
Device is combination product. Device evaluated by mfg: a visual and microscopic examination found that the hypotube had broken approximately 25.5cm distal from the catheter strain relief. The device was returned covered with a clear bsc (boston scientific corporation) stent protector and a pigtail mandrel inserted. Severe kinks were also identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure however blood was noted on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).